Event description:
During follow-up, undersensing and loss of capture were observed on the right atrial (ra) lead. Dislodgement was suspected but was not confirmed via diagnostic imaging. No intervention was performed. The patient was stable and will continue to be monitored; there were no adverse consequences.